Event description:
This is a spontaneous case report rec'd by baxter affiliate from a hosp pharmacist in 2006. This case refers to a female pt of unknown age who rec'd adept (lot no unknown) as postoperative adhesive prophylaxis at an unknown date in 2006. The pt developed edema over whole body. Further info is requested.

Manufacturer narrative:
Baxter medical director assessment: the provided info is insufficient for a safety assessment. Minimal info required: diagnosis for surgery; surgical procedure; instillate volume; associated diseases: especially renal or cardio-vascular; treatment for edema, duration, outcome; concomitant medication. Since a causal relationship cannot be ruled out and based on the lack of clinical info would recommend reportability.